Manufacturer narrative:
Pump received with intermittent button response due to flattened up button dome switch. No button error alarm noted. No unexpected numbers ramping/scrolling on their own noted. Pump received with cracked case at display window corner, minor scratched display window.(B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and numbers were scrolling on the scren. The customer did not recall any significant events leading up to the error alarm. Customer stated that she had been experiencing issues with the insulin pump for two weeks leading up to the call. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to eturn the product for analysis.